Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from the nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. Cause of peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered. Pd therapy was ongoing. Pd rn stated that this event was "possibly related to compliance issues". It is unknown if patient was retrained. It is unknown if event was related to homechoice machine, disposable parts, or dianeal therapy. The pd rn stated that she "has only been at the clinic for 2 months and doesn't know very much about the patient yet." No further information was provided.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event. A batch review was conducted for potentially associated lot numbers: gd892638 and gd892372. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.